Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at 101 mcg/day via an implanted pump. On (B)(6) 2020 the patient was calling to inquire about the pump material to see if it had changed with his last pump that was put in because about a week and half after the pump was implanted, he developed some type of skin reaction. The area where the pump was, including the incision site, would intermittently get very red and look like a skin rash. Some days the rash looked like it was going down and then would flare back up again. They had been speaking with the doctor about it and had tried antibiotics, but they did not work. No further complications have been reported as a result of this event.

Event description:
Additional information was received from the patient¿s mother who reported that the patient had the pump removed. The pump had been implanted in his stomach. Per the reporter, he had pumps for a very long time, at least 15 years, maybe longer, but then his body ¿went up one day and rejected¿ the pump. It opened up and created a major infected area around the pump and his body was trying to expel it, so they had to get it out. The patient had also ¿started to have discomfort due to leakage of medicine in the catheter.¿

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# l80787 implanted: (B)(6)2000 explanted: (B)(6)2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709 serial/lot# (B)(6), ubd 2002-05-08, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.